Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported 448 mg/dl, 200 mg/dl, 400 mg/dl, and 180 mg/dl within 10 minutes on his aviva meter. No adverse event reported. Meter and strips replaced and requested for return.